Event description:
It was reported the lcs15 was used during a laparoscopic nissen fundoplication. It was reported the scrub nurse could not align the tissue pad and the blade during assembly. The distal end of the tip did not match up with the blade. Another lcs15 was opened to complete the case. There was no consequence to the pt.